Event description:
Following a pump replacement, it was reported that the patient experienced withdrawal prior to a pump refill, because the refill date was missed, and the volume in the pump was below the recommended volume to maintain adequate infusion. The patient was traveling, and her caretaker had not set up an appointment to get the pump filled. The pump was refilled, and "collecting fluid" was noticed near the lumbar area at the catheter anchor site and pathway. The patient was scheduled to see a physician to assess the fluid that was collecting. The device system was used to deliver morphine. It was later reported that the patient forgot to refill the pump and ignored the alarm. The patient experienced withdrawal symptoms that "per patient words" were "like a terrible flu." The patient required hospitalization. It was also noted that the results of a catheter dye study performed on (B)(6) 2012 indicated that the catheter was patent. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4) implanted:2005-(B)(6) explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's caregiver reported a bump on the patient's back. The nurse exacmined the bump and noticed it was a collection of fluid in the lumbar region where the "catheter turns" and where the anchor was located.. The nurse felt that the catheter was leaking and/or had snapped. The patient had no headache. The pump contained morphine. No troubleshooting or intervention was reported. As of (B)(6) 2013 the patient was doing fine.

Manufacturer narrative:
(B)(4).